Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: main board replaced. After entering the s/n etc., the device was switched off. After switching on, the device no longer starts up properly. It boots up endlessly and after a while there is a continuous alarm..

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective. Correcrtion: replaced mainboard. Note: d4 was corrected.

Event description:
The following was reported to hamilton medical ag: summary: mainboard replaced. After entering the s/n etc., the device was switched off. After switching on, the device no longer starts up properly. It boots up endlessly and after a while there is a continuous alarm..